Manufacturer narrative:
Initial

Event description:
It was reported that the infusion set fell off and, during the subsequent supply change, the pump displayed an unable to proceed alert during fill tubing consistent with failure to infuse, with discussion also noting prior off-label connection of the cartridge to the connector before attaching to the pump; after guidance and a dry run, the user replaced supplies and completed the process successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during use, associated with a failure to infuse and linked to the motor component per coding, while user technique during setup was addressed and corrected. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.